Manufacturer narrative:
Based upon the information received from the institution, no harm or injury had been noted during the event in question. Administration of manual ventilation was conducted preventatively during the device transition thereby preventing any manifestation of clinical change of condition to the patient. Based upon this information, the complaint record shall be amended with appropriate competent authorities to reflect the allegation of product problem and not a patient serious injury.

Manufacturer narrative:
B4:(B)(6) 2021. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The ventilator was swap, and the patient was bagged until the swap to another device was completed. The manufacturer's product support engineer (pse) confirmed the phenomenon in which the device failed to start up in the repair center. The power management board needed to be replaced. The pse replaced the power management board against the voluntary recall. The device passed the required performance verification tests per philips standards.

Event description:
It was reported that an alarm occurs due to a 3.3v power supply error, and then the operation stopped. After stopping, the power does not turn on. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was neither delay to patient therapy or medical intervention reported other than the ventilator swap. The customer informed that when they were replacing the device, it stopped operating. The device was detached from the patient, and the alternative v60 device was attached. The unit did not power on after it stopped operating.